Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold, loss of capture, and high pacing impedance on the right ventricular (rv) lead. There were no rv lead issues noted on x-ray. The physician elected to cap and replace the rv lead on 11 jan 2024. The patient condition was stable.